Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery. The customer changed the battery and then the insulin pump alarmed for off no power. The customer did not recall the blood glucose reading. The battery was not previously used and the insulin pump had not been dropped or bumped. There had been no unattended alarms. The battery cap was not loose, cracked or damaged. The customer was advised to insert a new battery and monitor the insulin pump.